Manufacturer narrative:
Concomitant product: 6935m62 lead, implanted: (B)(6) 2016; 459888 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was not able to effectively resynchronize due to the patient condition. The patient is enrolled in the (B)(4) study. The device was reprogrammed for optimization for the patient and the patient was moved to a control group within the study. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.